Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. After ablation was performed using 1.5mm and 1.75mm rotablator rotational atherectomy system, a 2.75mm x15mm nc emerge® balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient's body. The procedure was completed using a 2.75mmx15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon material 7mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. After ablation was performed using 1.5mm and 1.75mm rotablator rotational atherectomy system, a 2.75mm x15mm nc emerge balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient's body. The procedure was completed using a 2.75mmx15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.